Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing low blood glucose (bg) levels (54, 63mg/dl), over a period of 2 days. Low bgs were treated by drinking orange juice. Customer reported that since having this issue they have been adjusting the amount of carbohydrate intake. Recommendation made that the customer review pump settings with their healthcare provider.